Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt844 nasal cannula was not returned to fisher & paykel healthcare in (B)(4). Questions regarding the device and set up used were sent to the hospital. Despite various attempts to contact the hospital, no reply has been received. Therefore, the failure mode cannot be confirmed due to insufficient information. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to confirm the reported fault. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the opt844 nasal cannula strap between the clips and the interface falls out too easily. No patient consequence was reported.